Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient¿s pump was alarming with a no disposable clamp tubing alarm. The audible alarm could be silenced and troubleshooting was performed; however, a double-beep persisted. Device settings were reviewed and noted as follows: reservoir volume 12.4 ml, continuous rate 2.5 ml per hr, and volume delivered 102.6 ml. The medication was confirmed as fluorouracil. There were a patient involvement and no harm reported.